Manufacturer narrative:
The device is available for evaluation- it has not been received.

Event description:
The event involved a plum 360¿ infuser where it was reported that the device pumped air into a patient. It was also reported that the pump continued pumping after fluids were done. The medical intervention done was that the nurse stopped pump before patient. The provided rate, volume to be infused, and duration of infusion(s) or other applicable programming parameters was 999, did go a little over on pumping volume than normal because bags are often overfilled. The medication involved was saline. The air sensitivity settings on the pump were unknown. The pump did not audibly alarm for air in line. The status of the patient before, during and after the event was stable. The set used with the pump was an ICU medical primary tubing set. The tubing/set did not work in another pump. The pump was set aside, and therapy was done on another pump. It was further reported that the patient received 0 air, as it was stopped about 5ml before the patient, air went past the cassette.

Manufacturer narrative:
Investigation summary: on 01/16/2024 downloaded cda logs and sent to r&d for analysis. Could not duplicate customer¿s complaint that the device allowed air to pass through the cassette without being recognized through testing of the device. However, r&d found evidence to confirm customer¿s complaint through review of the cda logs downloaded from the device. Device passed pvt tests. Programmed the device to run a stress test to try and duplicate the customer¿s complaint. Programmed the device to run at the customer¿s describe rate of 999 ml/hr. And a volume to be infused (vtbi) of 1700 ml. (Bag had roughly 1450 ml of fluid in it). Test is designed to run the bag empty to see if the device is failing to recognize air as it passes through the cassette. Device alarmed with proximal air in line a. Device is functioning per design and is alarming correctly. Observed the distal tubing to see if air had passed through the cassette, there was no air in the distal tubing. Probable cause for customer¿s complaint of the device failing to recognize air in the cassette is history is confirmed through review of the device cda logs but was not duplicated through physical testing. There were 3 infusions run on oct 17: (a) line a for 250 ml @ 999 ml/hr. = vtbi complete after delivering 249.2 ml. (B) line b for 175 (+999) @ 320 ml/hr. = proximal air alarm after delivering 181.4 ml. (C) line a for 999 ml @ 999 ml/hr. = began getting distal air alarms after delivering 315.7 ml. ¿ nurse attempted to remediate the distal air alarms by back priming the cassette (5 times). After three (3) immediate distal air alarms, the pump ran until user opened door after delivering another 5.7 ml. Customer reported that air got past the cassette till within about 5 ml of patient. Engineering notes that, for standard 0.1¿ i.d. Tubing, 1 ml of fluid will fill about 7.8 inches. Based on that, the customers estimate of 5 ml fluid ~= 39 inches. While customer did not specify the specific plum set-in use, a common plum cassette is list # 14258-28 which has approx. 77¿ of tubing past the cassette (space for approx. 10 ml of fluid or air). Based on this, engineering evaluates it is likely that the pump did continue pumping after the fluids were done, as the customer reported. Engineering evaluates there are two (2) probable causes contributing to the failure: customer repeatedly attempting to restart an infusion that had been stopped by the pump correctly detecting air after the bag was empty. As noted in the blue inset above, the second probable cause is a known issue of partial droplets forming in the air in line sensors and producing false fluid readings when the remaining bag volume is over-programmed by the clinician while infusing at high rates (above 750 ml/hr.).